Manufacturer narrative:
The device has not been returned to the MFR fir eval. A lot history review (lhr) of revb0073 showed no other similar product complaint(s) from this lot number.

Event description:
Perforation of right atrium was found. Thoracotomy was performed to treat the pt.